Manufacturer narrative:
Analysis of the system 9733560 fusion em (serial #: (B)(4)) found failures with the sound and volume. The issue was not resolved. Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Product event summary #fusion system slow boot up product analysis #(B)(4): mnav findings and conclusions: unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. [(B)(6): 13-sep-2017]. Mnav methodology: product and/or version confirmation. Mnav product: stealth. Mnav component/feature: insufficient information. Mnav usability: false. Mnav bai/oobf?: false. Other relevant device(s) are: product ID: 9733560, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there was recent issue of the system being slow to boot up. It was updated that this resulted in the system becoming unresponsive "sometimes," and that other times, the system would function normally. No patient present.